Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated event description provided for reporting. H11: d3, d5, g1. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6)2020 updated event description. It was reported that during an unknown surgery on an unknown date, the surgery lost one detachable unknown reamer head of a flexible of an unknown flexible reamer into the patient's tibia. It is unknown if there was a surgical delay. Procedure and patient outcome are unknown. This complaint involves two (2) devices.

Manufacturer narrative:
This report is for an unknown flexible shaft/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during an unknown surgery the detachable reamer head of a flexible of a flexible reamer was lost in the patient's tibia. It is unknown if there was a surgical delay. Procedure and patient outcome are unknown. Concomitant device: unknown flexible reamer shaft (part# unknown, lot# unknown, quantity# unknown). This report is for one unk - flexible shafts. This is report 1 of 2 for (B)(4).